Manufacturer narrative:
Batch reviews performed on 25 september 2017. Lot 141545: (B)(4) items manufactured and released on 06 may 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary tibial tray fixed cemented size 3 right, code 02.07.1203r, lot. 166063 (k090988) lot 166063: (B)(4) items manufactured and released on 25 january 2017. Expiration date: 2022-01-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary tibial insert uc fixed size 3 / 17 mm, code 02.07.0317fuc, lot. 135575 (k090988) lot 135575: (B)(4) items manufactured and released on 20 january 2014. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is unknown. On (B)(6) 2017 another surgeon removed the implants and implanted an antibiotic spacer. On (B)(6) 2017 the surgeon revised the spacer and implanted medacta hardware. The surgery was completed successfully.